Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 550 mg/dl. Customer was treated with manual injection to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period of time and had not completed the load process. Tandem technical support educated the customer on the meaning of an incomplete cartridge change alert. The customer continued to use the pump for insulin therapy.